Manufacturer narrative:
No device deficiency reported. Phrenic nerve injury leading to diaphragmatic paralysis is a known potential adverse event for catheter ablation procedures disclosed in product labeling.

Event description:
During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a decrease in compound mapping activation potential (cmap) amplitude was noticed while ablating the right superior pulmonary vein (rspv). The procedure was completed with no other issues, but loss of phrenic nerve capture was still confirmed following the completion of pvi. It cannot be determined from the information provided if a phrenic nerve injury occurred. Since the information received was incomplete and phrenic nerve injury cannot be completely excluded, this case is being reported.